Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to manually push insulin through the infusion set. Customer reported that the no delivery alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer stated that when she changes the infusion set, she typically pushes a little insulin through with the plunger but in this instance she was unable to do so. Customer stated that she simply changed out the entire infusion set and reservoir and saved the items for testing.